Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), patient reported with loose implant crown. Patient experienced pain and discomfort. Implant failed to integrate and implant was removed.